Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the wire was continuously getting stuck and not smoothly passing through lumen. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the guidewire passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.